Event description:
It was reported that the gastrointestinal videoscope had a communication error b30. The issue was found during set up, inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover burned, and the air and water channel had white foreign material. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. However, for the newly identified malfunction burned plastic distal end cover, the cause was traced to a component failure, and for the air and water channel that had white foreign material, the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.